Manufacturer narrative:
The star0831 biopsy site identifier is a sterile, single-patient use device that is placed into soft tissue during a biopsy procedure to radiographically mark a surgical location. The procedure was completed without incident at that time. The patient developed hives several weeks after the procedure. A patch test was conducted with the biopsy site identifier and the patient tested positive. The patient, in counsel with her doctor, is contemplating explantation but at the time of this report the device remains implanted.

Event description:
The sales rep reported that the patient developed an allergic reaction (hives) several weeks after a biopsy site identifier placement procedure.